Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and did not sleep well due to low blood glucose. Blood glucose reading was 54 mg/dl which was treated with food. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer stated that auto mode feature was active at the time of low blood glucose event. Customer did not report any unusual event. Customer was assisted with possible causes of low blood glucose. The insulin pump will not be returned for analysis.